Event description:
A 6f angio-seal vip device was selected for use and the procedure was completed for a right femoral artery puncture, after a pre-deployment angiogram. After implantation, hemostasis was verified, and pedal pulses were monitored and normal in recovery. Four days post procedure, the pt experienced leg pain. The severity of the symptoms increased and the pt experienced a significant drop in blood pressure and hemoglobin. Ultrasound and computed tomography (CT) suggested a retroperitoneal hematoma. After forty minutes of manual compression and several blood transfusions, there was no improvement. Surgical findings revealed the angio-seal device was found to be outside of the artery and the puncture site was noted to be higher than normal, indicating a high stick access, which was seen above the inguinal ligament. The surgical repair of the artery was successful. The pt became asystolic post surgery and expired.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.